Event description:
Customer reportedly obtained results of 477 mg/dl and 55 mg/dl on the compact plus system within 5 minutes. Customer took 11 units of humalog based on result of 477 mg/dl. No adverse event reported. Customer drank juice and ate after result of 55 mg/dl. Requested return of suspect system and replacement was sent.